Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was an opened 5fr single lumen powerpicc kit. The kit contained a 5fr single lumen catheter, a sealed statlock, a t-lock extension tube detached from the catheter, a scalpel, a guidewire in the plastic housing, a stiffening stylet that was inside the catheter without the black tab, two introducer needles, two IV catheters, a needle that was inside one of the IV catheters, and a dilator. Use residue was observed on the stylet. Microscopic inspection of the stylet revealed the coil wire was broken at the proximal end. The break surface appeared to be tapered. Inspection of the coil wire near the break revealed a region that was flat and striated. A gap was also observed in the coil wire in the middle of the stylet. The tapered surface of the break and the deformation that was observed in the vicinity of the break suggested the stylet was cut. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during evaluation, the stylet was observed to be broken. No further information was provided.